Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving morphine and clonidine (doses and concentrations unknown) via an implanted infusion pump. The indication for use was malignant pain. It was reported that a mass was found at the spinal incision. The mass was about the size of a small adult fist, and the physician stated that it was a seroma. It was noted that the mass had not grown in the last couple of weeks. The patient felt that the pump was working as the pain was much better controlled and the patient could notice differences in pain when boluses were self-administered. The physician speculated that the seroma may have been caused by a cerebrospinal fluid (csf) leak, although the patient did not experience headaches or other symptoms associated with csf leaks. The physician felt that it was a slow leak that had resolved. The spinal incision was opened to evaluate the mass, and the fluid in the incision was clear liquid. It did not reportedly look like infection. The only possibilities according to the physician, were that the fluid was medication or csf. The catheter was intact and in place, and no catheter leaks were noted. While looking for a leak, no csf leakage was noted. The physician concluded that it was an old csf leak which had resolved. The incision was sutured and the physician did not feel the need to do anything regarding the pump system. The issue was considered resolved and the patient's status was alive - no injury.

Manufacturer narrative:
Device code (B)(4) no longer applies to the event. Conclusion code 22 no longer applies to the event.

Event description:
Information was received from a healthcare provider via a manufacturer representative. The pump was delivering morphine 10mg/ml; 1 mg/day. The date of the event was (B)(6) 2017. It was reported the patient was getting relief when using the personal therapy manager (ptm) doses but not as much as they would have liked. There was swelling noted at the spinal incision. They were unsure of the reason for the swelling. The physician suspected a catheter tear and leaking medication into the spinal incision area. The spinal incision was cut open and clear fluid was noted. No leak was noted at the fascia coming from the cerebrospinal fluid (csf) leak so the physician felt it must be from a catheter tear. The physician opted to replace the entire catheter. The catheter was replaced on )b)(6) 2017 and the explanted catheter was discarded. The issue resolved and patient status was alive-no injury. Other medications the patient was taking at time of the event were not available and unable to be obtained. Patient weight and medical history was asked but was unknown and will not be made available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.